Event description:
It was reported by the pt that the device was obstructive, caused massive vulval and groin bruising and the pt was immediately catheter dependant. The pt also experienced a post-op hematoma, cauda equina injury, chronic mesh inflammation, chronic back, pelvic, groin, legs and abdominal pain, torn hip cartilage and gluteal tendinopathy injuries. The pt has been left with minimal detrusor function and is now incontinent. The pt also has experienced dyspareunia and loss of the use of the legs. The mesh was incised (B)(6) 2011.

Manufacturer narrative:
The device the remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).